Manufacturer narrative:
Other, other text: b3: event date unknown. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient experienced some shortness of breath after walking 3 miles during evenings. This is not new or worsening and only happens after her long walks. Patient also reported that one of her pumps has been reading error code "not recognizing the tubing". Patient had to turn off the pump in the movie theater and turn it back on to get it to work. Patient did not report treatment being interrupted or any adverse events. This happened about every other cassette change. No additional information. No patent injury reported.